Manufacturer narrative:
The dates of the deaths were not provided; the given date was based on the date of the article¿s publication. The dates of the events were not provided; the given date was based on the date of the article¿s publication. It was not possible to match these events with any previously reported event. Product ID: neu_unknown_pump, serial# unknown, product type: pump. Product ID: neu_unknown_pump, serial# unknown, product type: pump. (B)(4).

Event description:
Walsh, j. Neuromodulation field offers broad new horizons. Startribune. 27 oct 2013 reported events: pli 10: 14 patient deaths over the past 17 years. Pli 20: at least 1 patient has sued medtronic over problems. Pli 30: an unknown number of pumps had to be removed due to defect or infection.